Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that bd max¿ instrument, remanufactured had incorrect label information. The following fields were corrected with additional information: "it was reported by the customer that the box was labeled correctly with the incorrect part inside."

Event description:
It was reported that bd max¿ instrument, remanufactured had incorrect label information. The following fields were corrected with additional information: "it was reported by the customer that the box was labeled correctly with the incorrect part inside."

Manufacturer narrative:
After additional review, this MFR# 1119779-2022-00346 was submitted in error. This is not a reportable event. This MDR should be considered canceled.

Manufacturer narrative:
H.6 investigation summary a complaint of "calibration plate ¿ incorrect pack out (spf)" was received against instrument max clinical refurb material number: 441927, serial number: (B)(6). A bd field service engineer was dispatched. Plate calibration 6 color was replaced to resolve the issue. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. DHR review for the instrument (B)(6), is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that bd max¿ instrument, remanufactured had incorrect label information. The following fields were corrected with additional information: "it was reported by the customer that the box was labeled correctly with the incorrect part inside."